Event description:
The surgeon reported three days following intraocular lens (iol) implant surgery a pt presented with pain, tearing and decreased vision. Anterior segment cultures were taken and results indicated pt had methicillin resistant staphylococcus aureus (mrsa) infection. The pt was treated with intravitreal antibiotics and a paracentesis was performed. The pt's current medical conditions include being wheelchair bound, having cardiac problem, being on oxygen and having psoriasis.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. The info was supplied by the manufacturer, not the user facility. This report was mailed to the FDA on: 08/09/2007. Add'l info was requested on 07/13/2007 by mail and fax and on 07/24/2007 by phone. Add'l info was received from the reporter by fax.